Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was being performed when the issue occurred and was aborted and moved the patient to another room for procedure completion. The philips field service engineer (fse) visited system onsite and confirmed that the system could not start. The review of system log files showed issue with display configuration. Upon troubleshooting, the fse found that the software was failed. To resolve the issue, the fse restored the software from back up and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. The complaint device azurion 7 m20 (722282) is not sold in the us. However, its similar device 722224 is marketed in the us under 510(k): k200917.